Event description:
It was reported that during an angioplasty procedure of the sfa, an ipsilateral approach was taken by the physician. The first inflation and deflation of the balloon was successful, but after the second inflation, the physician was unable to deflate the balloon. Several attempts were made to deflate the balloon using different size syringes, which resulted in the balloon being inflated in the sfa for 45 minutes. On the final attempt to deflate the balloon, a 0.018 wire was passed through the balloon channel to check for blockage. The wire could be passed to about 3cm to the balloon. Using a chiba needle, the physician was able to pierce the balloon, position it percutaneously and remove it. There did not appear to be any damage to the run-off vessels after the procedure was completed.

Manufacturer narrative:
The device history records were reviewed and confirmed that this lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was returned and the investigation is currently underway.